Manufacturer narrative:
H.6. Investigation summary: one 1ml syringe was received in an opened blister pack from batch #6305945 (p/n 309659). It was observed to have multiple brown and black particles embedded throughout the barrel. Some of the particles were larger than level 3 in size and are rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported with the use of the bd¿ slip-tip disposable tuberculin syringe there was an issue with brown discoloration around the barrel and tip.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ slip-tip disposable tuberculin syringe there was an issue with brown discoloration around the barrel and tip.